Event description:
Libre 3 sensor I'd never had a problem with low blood sugar but I was receiving a sensor alarm alerting me to "dangerously low blood sugar" readings constantly. The alerts happened most often if I was just beginning to exercise or when I was sound asleep. I checked my blood sugar manually & got a normal reading. I asked my medical professional & was told to go by the libre 3 sensor. I was eating glucose pills to bring my sugar up but according to the monitor I was staying in the low range for up to a half hour. Even straight candy didn't move my number up on the monitor. I can see how diabetics died or were injured by these evil things. They're junk & they fall out & malfunction in addition to the false blood sugar readings. I had a heart attack 2 months after starting these malfunctioning monitors. I haven't used one since. I received a letter from the company, they want the serial number and say they will send a monitor to replace the faulty one, but I want my money back. I'm scared to use any of this stuff coming from china anymore. I want to report this to help stop what's happening to innocent trusting people.